Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed battery test alert due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and battery only last for over a week. Customer was calling back after battery cap replacement. Blood glucose level at the time of the incident was not provided. The customer was advised that they would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.